Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla in duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the physician inserted the duodenoscope, advanced the scope to the ampulla. Cannulated successfully but when the physician wanted to do sphincterotomy the cutting wire broke while activating the erbe 300 diathermy. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another dreamtome rx 44. There were no patient complications reported as a result of this event. Note: it was reported that the exposed cutting wire was not fully exited the endoscope when the device was energized; however, according to the instructions for use (IFU), verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope.